Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the mid left circumflex artery with mild tortuosity, mild calcification and 80% stenosis, pre-dilatation was attempted with an unspecified 3.0x20 balloon dilatation catheter; however, resistance was felt and the balloon ruptured and a vessel dissection occurred. A 3.5x19 graftmaster was advanced into the damaged vessel but could not cross the lesion due to the patient's anatomy. The patient was sent for surgery for vascular repair. There was a clinically significant delay in the procedure due to the failure to cross. The patient was in stable condition and discharged one day post procedure. No additional information was provided.